Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The reported difficulty of an increased intra peritoneal volume event was verified through an event history log review. The root cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 01:34:53. During night drain cycle three, the patient's ultrafiltration reading was 1471ml, indicating the home patient (hp) drained 1471ml more than their maximum programmed fill volume of 2300ml. No further information was available.